Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported the surgeon was having difficulties with implanting the devices and due to this, a delay in surgery was reported. There will be a revision surgery performed at a later date.

Manufacturer narrative:
Update: h6. A review of the device history records confirmed that the cutting guide and tmj devices met all manufacturing specifications. The engineering team found no design or manufacturing issues with the guide, which was produced according to the patient¿s anatomy. The surgeon's unique incision technique and communication gaps during the guide¿s design may have contributed to the challenges encountered, but no product defects were identified. The root cause remains related to surgical technique rather than a product issue.

Event description:
It was reported the surgeon was having difficulties with implanting the devices and due to this, a delay in surgery was reported. There will be a revision surgery performed at a later date.